Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports when preparing the line to be used the blue lumen was unable to be flushed.

Manufacturer narrative:
An investigation of the reported condition was performed. As the customer did not provide the product code, the supplier confirmed that the lot number provided was not a valid lot number and the reported condition could not be confirmed. There was no photograph or sample to conduct an adequate investigation therefore this complaint will be considered unconfirmed. If additional information is provided the complaint will be re-opened for further investigation. If information is provided in the future, a supplemental report will be issued.